Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, after the green button was pressed, it was not possible to squeeze the handle to fire the reload. A new reload was used to complete the case. There was no patient injury.